Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The home patient (hp) stated they added an extra patient line extension after priming. The technical service representative (tsr) explained that the extension line did not get a chance to prime. The tsr had the hp cycle power to clear the alarm. The hp was going to start the therapy over using all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, not having patient line extensions connected before priming is a know cause of air being introduced into the system. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user to connect the patient line extension to the patient line prior to priming. Also, it instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted. Should additional relevant information become available, a follow-up report will be submitted.